Manufacturer narrative:
On 2024-11-01 the blood pump in question was returned to berlin heart gmbh for investigation. Initial visual inspection of the returned blood pump revealed that the de-airing needle remained in the de-airing port of the blood pump. A functional test was not performed to avoid unintentional removal or modification of any characteristics. A puncture-like defect on the blood-side layer of the triple-layer membrane was detected. The damage was located directly opposite the de-airing port and corresponded in appearance to the shape and size of the de-airing needle. Dried blood residues were found between the blood-side and the middle layer of the triple-layer membrane. The blood-side membrane layer was punctured, whereas the other two layers of the membrane are intact. Based on the video provided by the clinic, it could be seen that both pumps were in operation while each de-airing port tube with the needle was still inserted in the de-airing ports. At the rvad pump it was noticed that the de-airing needle touched the membrane during operation causing a puncturing of the membrane. This caused blood to enter the space between the layers, which was immediately detected, and appropriate measures were taken. Based on the description by the clinic and a berlin heart representative who attended the pump preparation at clinic, the priming procedure followed the IFU, but unfortunately the failure occurred randomly during the priming process.

Event description:
Berlin heart gmbh clinical affairs was informed by the hong kong distributor that during implantation on (B)(6) 2024, blood was observed in the area between the blood-side membrane and the air-side layer on the rvad excor blood pump pu valves; 10 ml in/out; ø 6 mm, sn (B)(6). The patient was also implanted with an left ventricular support (lvad), excor blood pump pu valves; 10 ml in/out; ø 6 mm, sn (B)(6). The lvad blood pump is still in use on the patient. The affected rvad pump was immediately exchanged without any issues. The patient was clinically stable and had no negative effects due to the incident.

Manufacturer narrative:
The patient is being supported with an excor pediatric system in bi-vad configuration. The affected blood pump rvad, sn (B)(6) was in use on the patient only during implantation and the lvad blood pump, sn (B)(6) continues to be used since the implantation on (B)(6) 2024. We have reviewed the production records of both excor blood pumps and they were produced according to our specification. A detailed investigation report will be provided as soon as it is available.